Event description:
Fire department personnel were treating a pt and reportedly observed the device display a svc message while delivering pacing therapy. All pt connections were rechecked and the reported complaint recurred. The pt was transported to the hosp. There were no adverse effects to the pt as a result of the reported malfunction.